Event description:
Additional information was received on (B)(4) 2012 when product analysis was completed on the explanted generator. An end-of-service warning message was verified in the product analysis lab. The battery is depleted, 2.032 volts as measured with the can removed and battery still attached to the pcb. The data in the diagaccumconsumed memory locations revealed that 119.305% of the battery had been consumed (previously reported on manufacturer report number 1644487-2010-01387). However, a review of the internal memory locations within the generator suggests the existence of an error in calculating the device's total consumed energy. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications except for the c4 ceramic chip capacitor that was measured to be out of specification condition. The cause for the out of specification c4 capacitor (v cpu) value is likely associated with component aging and had no adverse effect on device functionality.

Event description:
On (B)(6), 2012 clinic notes from a vns treating nurse practitioner were received by the manufacturer. Review of the clinic notes dated (B)(6) 2011 revealed that the patient has been seizure free since his last visit on (B)(6) 2011. The patient's last seizure occurred in (B)(6) 2009. The patient's settings were reported to be output=1.5ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=1.1min/magnet output=1.75ma/magnet on time=60sec/magnet pulse width=500usec and the patient was tolerating the settings without any adverse events. A system diagnostics test was performed which showed output=ok/lead impedance=ok/impedance value=2203ohms/intensified follow-up indicator (ifi)=yes/ battery showing 5-10% left. The nurse practitioner stated that the battery is nearing end of service and the patient's family stated that they will wait and observe his seizures for now; if the patient begins having seizures then battery replacement will be pursued at that time. Clinic notes dated (B)(6), 2012 state that the patient was seizure free until 2 weeks ago when he began having a recurrence of tonic spasms. The patient had previously been seizure free since (B)(6) 2009 and was no longer taking antiepileptic medications. The patient's settings were output=0ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=1.1min/magnet output=0ma/magnet on time=60sec/magnet pulse width=500usec/ifi=yes. Although the clinic notes state that the battery was only at ifi=yes, the nurse practitioner states that there is total battery depletion according to the battery indicator. The nurse practitioner stated that the vns battery is totally depleted and that the patient is no longer receiving stimulation. The patient's parents decided to have the vns generator replaced and the patient was referred for surgery. The nurse practitioner further stated that the vns was able to be interrogated but they were unable to perform a system diagnostics test. It was unclear if the test was actually attempted and could not be performed or if they just did not perform the test. The battery replacement surgery took place on (B)(6), 2012. Attempts for product return are underway but the product has not yet been returned to the manufacturer. Further information has been requested from the nurse practitioner but no additional information has been received to date regarding whether or not the battery is at end of service and not at ifi=yes, if system diagnostics were performed, and the patient's increase in seizures.

Event description:
On (B)(6) 2012, additional information was received when the nurse reported that the patient's increase in seizures were due to battery depletion. The increase in seizures were still below pre-vns baseline levels but were gradually increasing. The nurse also stated that she had accidently written that the patient was at intensified follow-up indicator (ifi)=yes at the patient's visit on (B)(6) 2012 when in fact the patient was at end of service (eos)=yes. She did not try and perform diagnostics because the battery was depleted so she thought that it would not allow her to run diagnostics. The explanted generator was returned to the manufacturer for product analysis on (B)(6) 2012. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
.